Event description:
It was reported by the affiliate that the (1) tcr55 was used during a recto-sigmoid procedure. The colon was distally resected from the tumor after the stapler was reloaded. The stapler fired halfway and jammed. The reload was checked and the remaining staples were pushed out of the cartridge. The case was completed with another device. There was no consequence to the patient. The sales rep noticed that a part of the tissue retained cap broken and stuck in the reload at places where the knife comes through.